Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. The product has not been returned to intuitive surgical, inc. (Isi) for evaluation. One image associated with this event was submitted by the site for evaluation. A review of the provided image was performed by an isi clinical development engineer (cde). The cde confirmed that the image shows a force bipolar instrument with proximal grip displacement. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia procedure, the proximal end of the force bipolar instrument jaws at the wrist became displaced. The surgeon does not use the instrument to grasp tissue; rather, he pushes the tissue with the instrument to retract it. The surgeon could not recall if any tissue was caught on the displaced portion of the instrument. However, the surgeon indicated there was no damage to the target tissue and no tissue repair was required. There was no unexpected bleeding as a result of this issue. The procedure was completed, with no injury to the patient.